Event description:
It was reported by the orthopedics surgeon that the joint of tibia baseplate and stem is broken. Revision operation was done (B) (6) 2010. Primary operation 2006. The stem did not come off together with tibia baseplate. Revision was made as knee was unstable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9610726-2010-00180.